Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The reported event involved the following medical device: primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm. The device in question reportedly leaked cytostatic medication, irinotecan, through the spike filter during patient use. The impression was that the pressure compensation filter was not properly sealed or "adhered to the spike piece and the air chamber". The patient was exposed to the cytostatic fluid. However, no other harm was reported.